Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a arterio-venous graft (avg) in the severely calcified and moderately tortuous forearm. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured and contrast medium leakage was noted. No segment of the device was detached inside the patient and the procedure was completed with a 7 x 40mm non-bsc balloon catheter at 15 atmospheres. No patient complications were noted and the patient's status was good.